Event description:
Pt underwent repeat c-section with tubal ligation in 2002. J pratt drain placed due to increased intra-operative bleeding on post operative day 2. Attempt to remove drain unsuccessful. To or for exploratory laparotomy and removal of drain. During removal drain broke off where round tubing (drain) meets broad portion (bulb). All parts retreived.